Event description:
It was reported that this artificial urinary sphincter (aus) exhibited reduced pressure from the balloon component. A surgical procedure was performed during which saline was added to the device. The device remains in service. No patient complications were reported.

Manufacturer narrative:
Correction provided in: d6 explant date.

Event description:
It was reported that this artificial urinary sphincter (aus) exhibited reduced pressure from the balloon component. A surgical procedure was performed during which saline was added to the device. The device remains in service. No patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter (aus) exhibited reduced pressure from the balloon component. A surgical procedure was performed during which saline was added to the device. The device remains in service. No patient complications were reported.